Event description:
It was reported that air embolism, arrhythmia, loss of consciousness, and resuscitation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was successfully flushed and inserted through the patient's femoral vein over a super-stiff guidewire. The dilator and guidewire were removed and a non-boston scientific (bsc) pigtail was advanced into the hemostatic valve of the was with support of a femoral sheath, to straighten the tip of the non-bsc pigtail. The 3-way stopcock allowed for back bleed and a reduced retrograde flow of blood from the hemostatic valve was noted. Once the non-bsc pigtail was advanced through the was, air bubbles were viewed in the aorta via ultrasound. The patient developed temporary ventricular tachycardia and ventricular fibrillation. The patient then lost consciousness and cardiopulmonary resuscitation (CPR) was performed. During CPR, the patient re-gained some function such as movement of the arms and legs. However, the patient remained semi-unconscious until spontaneously regaining full consciousness a few hours later. The procedure was aborted and rescheduled. The procedure was successfully completed seven days later. The patient is reported to be fully recovered.